Event description:
Customer reports changing their insulin dose based on readings in mg/dl, and consequently went into insulin shock. Customer was unaware the unit of measure had changed. Paramedics were called and administered glucose and transported the customer to the hospital for observation.

Manufacturer narrative:
Customers and retailers have been informed through the letter that this type of meter may be subject to change unit of measure.